Event description:
Reportedly, the balloon burst, pieces of the balloon disengaged into the pt cavity, and were subsequently retrieved to complete the case without further incident. Procedure: gynecological. Patient stateus: no pt injury reported.